Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trend.

Event description:
Report provided by the end user states that they have developed a red itchy rash under the entire tape border only. The end user stated that she had a bit of a rash in the same area while using a different MFR's products prior to switching to convatec. Her skin seemed to do better at first, but has become very itchy and red. The end user has not treated the rash other than using a skin prep wipe. It was discussed how to do patch test. The end user will contact her doctor. Discussed that any medication to be applied should be in liquid or powdered form. Sending appropriate samples. The end users subsequent outcome was not reported.